Event description:
A nurse reported to the baxter sales representative that the patient adapter was separated from the tubing when the set was connected to the patient. The patient adapter was connected to the titanium adapter when it happened. Then the patient reconnected the patient adapter to the tubing by himself. The doctor changed the set to new one. The actual transfer set was mixed up with another transfer set. Two samples are available, one is actual sample and the other is not related to this defect. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). When the evaluation results become available, a follow up report will be submitted.